Manufacturer narrative:
It was reported that the patient's medication was adjusted. No changes to the patient's system were made. The available information suggests this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. Device interrogation revealed the patient received anti-tachycardia pacing and four 41 joule shocks. The patient was in ventricular tachycardia and the third shock accelerated the rhythm to fine ventricular fibrillation. The fourth shock successfully converted the rhythm. The local area sales representative inquired as to why it took until the fourth shock for the rhythm to be converted. Technical services discussed it could have been due to a change in medication or an increase in defibrillation thresholds. Technical services discussed retesting defibrillation thresholds prior to making an device programming changes.